Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that for the past few months the patient had been feeling pain at the pump and catheter site. The patient had informed her hcp about the pain but the hcp thought the patient was just ¿sensitive¿. Per the patient the last 2 weeks the pain at the implant site and the catheter site had gotten much worse. The patient¿s hcp was going to do a dye study but was waiting on approval from the patient¿s insurance to move forward. The patient also reported that the hcp confirmed that the patient¿s pump was tilted in the pocket and it had made refills difficult. The patient was not sure if that was causing her pain. The patient was working with her pump hcp to have testing done on the pump to diagnose the pain the patient was feeling. It was also noted the patient was seeking a new hcp as the patient¿s insurance was changing. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report